Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the proximal left anterior descending artery (lad) with heavy calcification, mild tortuosity and 75% stenosis. The nc trek neo rx 3.50 x 15mm balloon was advanced with resistance for post-dilatation after the same-sized stent deployment. The balloon ruptured during the first inflation to 10 atmospheres. A same sized non-abbott balloon was used to continue the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.